Manufacturer narrative:
Testing and investigation found the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. A visual inspection on the mr2 motor found that the rtv seal was broken which caused the mr2 motor to be moved out of position. The probable cause of the s321 malfunction was due to a broken rtv seal on the mr2 motor. An investigation found that the rtv issues were caused either by rtv being under applied to the specification or excess grease from the o-ring installation was not removed and the rtv is applied over the grease. The rtv may not hold the motor in place under a load which will result in an s321 malfunction alarm code. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. No additional information was provided.